Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited low out-of-range shock impedance measurement that was detected via the patient's remote home monitoring system. Boston scientific technical services (ts) discussed the 21/24 hour device operation and recommended normal lead troubleshooting. Additional information indicated that the field representative could not recall anything about this patient. This system remains in service. No adverse patient effects were reported.